Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of battery depleted alarm was confirmed through the event history due to depleted main batteries. The main batteries were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.